Manufacturer narrative:
(B)(4). Results of investigation: the field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported event and determined the most likely cause of the event is the oxygen module. After replacing the oxygen module in the ventilator, the fsr made necessary adjustments to ensure proper operation of the system. The device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator, the unit occasionally alarms high oxygen inlet. The customer reported the psi is reading high from the wall. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.